Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set "came loose" from a total parenteral nutrition bag. This issue was identified prior to patient use. There was no patient involvement. The set was replaced and the issue resolved. No additional information is available.